Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio).during the case, the hip end effector handle broke. This did not affect the case and it was completed successfully.

Manufacturer narrative:
Upon receipt, device evaluation was performed and the variable hip end effector event was confirmed. Based on the device history review there were no reported discrepancies. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19060914, RMA #: 225346. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #760 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the hip end effector handle broke. This did not affect the case and it was completed successfully.